Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. An MRI tech reported that the patient is scheduled for a brain scan for an issue unrelated to the device or therapy. The caller inquired about how to turn the device off as the patient is unable to communicate using their patient programmer. The patient came on the phone and reported that they have not used or charged their stimulator and when the stim is on it hurts their back. The patient states that since implant the implant has never worked right. The caller was sent MRI guidelines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.